Manufacturer narrative:
The pump was returned for evaluation. Upon disassembly of the pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball. The thrombus ring appeared to have evidence of laminated layering, which indicates that it was present while the pump was supporting the patient. There was also evidence of thrombus on the inlet bearing cup of the distal-side of the inlet stator, which suggests that the observed thrombus ring was likely situated on both the inlet bearing cup and ball prior to disassembly. The thrombus formations found in the pump would have contributed to the reported elevated lactate dehydrogenase. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was in the hospital due to hemolysis. The patient's inr goal was 2-3 and on (B)(6) 2016 the patient's inr was 2.2. The patient's lactate dehydrogenase level was elevated. The patient was hemodynamically stable but pump thrombosis was suspected and a bivalirudin infusion was started. On (B)(6) 2016, the patient's pump was exchanged. During explant, the surgeon reported that a lot of fat was found around the pump and thrombus in the inlet stator was observed. The patient did well post-exchange and was discharged.